Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation results were acceptable. Device image download was successful. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient had presented to the clinic for follow-up with a pocket infection. The pocket exhibited redness and swelling. The implantable cardioverter defibrillator (ICD) was removed. The left ventricular lead and right ventricular lead were capped on (B)(6) 2026. The patient remained in stable condition.